Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulator (scs) paddle lead had high impedances. No device malfunction was suspected. The patient underwent a scs lead replacement procedure and was doing well postoperatively. The explanted lead was not returned as it was kept by the medical facility.